Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ils-0001-fn, serial/lot #: unk, UDI#: out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the patient had a left lower lobe ground glass lesion, slightly over 1cm. Launched local registration and performed the sweep with no issues. The physician marked the catheter tip and target but could not complete the local registration. The catheter tip and the marked target location appeared to move away from each other. They moved the catheter closer to where the lesion appeared to be, switched catheters to try and get closer. Then they performed the sweep again and this time the local registration appeared to work. Unfortunately the physician attempted multiple times to get to the lesion and was not able to locate it with radial probe. The physician cancelled the case. The patient was under general anesthesia.